Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion following an unexpected decrease in remaining longevity between subsequent follow-ups. It was noted that the device had been implanted for approximately 2 years and showed 11.5 years remaining longevity at the previous follow-up while only 10 months remaining at the most recent device check. Further review found power consumption to be operating at 661% of normal. Device replacement was recommended and the patient scheduled for a revision procedure. No adverse patient effects were reported. This device remains in service at this time.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.